Manufacturer narrative:
(B)(4) it was reported that the sensor was inserted into the buttocks. The dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted into the buttocks on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.